Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of three access sites at the right common femoral vein using proglide devices after an ablation procedure on (B)(6) 2022. Hemostasis was achieved with no issue. The patient recovered well and was discharged on (B)(6) 2022. Reportedly, the patient went out on (B)(6) 2022 and one of the access sites became stasis (state of firm and swollen) there was also a suspicion of stasis dermatitis. Computed tomography was taken and no thrombus was found. There seemed to be blood flow and it was unknown whether it was an occlusion, but there was a possibility of stenosis on the proximal side of the access site. Symptoms began to subside and echo was scheduled to be taken. There was an adverse patient effect (stasis). There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The pre-close technique was not used with a sheath greater than 8f. The electronic proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least one device and the pre-close technique is required. The IFU deviation would not have contributed to the reported difficulties. The patient effects of occlusion and inflammation are listed in the electronic IFU as foreseeable adverse events of use of the device. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 1494- off-label use- indication for use was added as the pre-close technique was not used when closing with a sheath greater than 8f.h6: health effect - impact code 4614 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: the sheath size at the time of proglide device insertion was 8.5fr. There was no reported issue with the placement of the suture. The patient was hospitalized and antibiotics were administered. The symptom was subsided soon and the physician did not take echo. No additional information was provided.